Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's host computer was not starting up. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device's host computer was not starting up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the bios battery voltage was 2.0 v. Fse replaced the bios battery and rebooted the system. After the replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.